Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 19. On 2023-09-27, fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.